Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy on the 2nd firing, when the reload was articulated to the shortly after the start of the firing the surgeon heard a crunch/crack sound that the surgeon never heard before and the firing button was let go. When the surgeon tried to continue firing the knife blade did not move and when the surgeon tried to straighten the reload, it stayed in a roticulated position and was holding onto the tissue. The reload would not open and the reload was locked on the stomach, the knife blade would not retract. The sales representative then instructed the surgeon to remove the adapter from the handle and to use the t-handle to see if it would return the knife blade. The surgeon then used the t-handle screw driver to straighten the reload and return the knife blade back to normal which released the reload from the gastric tissue. The adapter was then replaced and the surgery was continued without issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4e1985y sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. The clamping mechanism was deformed. The blowout was protruding from the side of the reload. Staple pushers were visible at the 3cm cut line. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was torn cartridge/anvil side of the jaws. Functionally, the reload was loaded into a representative instrument. The reload was clamped and unclamped. It was reported that the knife blade was difficult to retract and difficult to straighten. The instrument was locked on tissue and made strange noise. The jaws did not open. The device partially fired. There was broken blowout plate. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that there was bent knife laminate, the buttress material was torn and the clamping mechanism was deformed. The reported issues were confirmed. The product analysis noted evidence that the de vice was not used as intended. Deformed clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the images revealed several key issues: a reinforced 60mm reload showed staple pushers up to the 3cm mark. One image depicted the reload clamped on tissue with the I-beam advanced past the 4cm mark, and herniated reload laminates were visible at the articulation joint. The staple line was mostly intact, but there were unformed staples at one end. Additionally, the distal end of a fractured blowout plate was protruding from the articulation joint in some images. Overall, the images highlighted issues with staple formation, reload herniation, and a fractured blowout plate. Upon visual inspection of the returned product, it was found that the reload was partially fired with the interlock engaged, the jaws were open, and the clamping mechanism was deformed. Additionally, the blowout was protruding from the reload's side, staple pushers were visible at the 3cm cut line, and the distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was torn on the cartridge/anvil side of the jaws. Functional testing found that the reload was loaded into a representative instrument, where it was clamped and unclamped. It was reported that the knife blade was difficult to retract and difficult to straighten. The instrument was locked on tissue and made strange noise. The jaws did not open. The device partially fired. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was broken blowout plate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.